Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during an ablation procedure, this pacemaker had issued a code indicating it was not operational. No other information was provided. The device could not be interrogated and boston scientific technical services (ts) recommended device explant. The device was explanted. No adverse patient effects were reported.